Event description:
A physician reported that his pt underwent an essure placement procedure and began experiencing pain immediately following the procedure. After 2-3 weeks, the physician removed 1 essure micro-insert hysteroscopically. The pt was then referred to another physician for possible hysterectomy and removal of the second micro-insert. The pt underwent laparoscopy and the micro-insert was removed along with a portion of the pt's fallopian tube. The physician stated that the pt's pain continues following removal of both micro-inserts; the physician believes, the essure micro-inserts were directly related to the pt's pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 26-aug-2015 from consumer: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0783 awareness date 26-aug-2015). According to her little did she know that the "simple" procedure would lead to having her gallbladder removed, a hysterectomy, bone biopsy, endoscopy, colonoscopy, 100's of doctor's appointments and the loss of her job as a high school biology teacher, and the loss of 35 lbs (she went from (B)(6)). At two weeks post insertion went back to her gynecologist and told him about her pain. After the pain started, she also noticed that eating increased the pain. It was discovered at this time she had severe anemia and did not know it. She had not had routine blood work in a long time, pre-surgery blood work was not done before the device insertion. At two weeks post insertion the pain was getting worse and she went to the ER (emergency room). After two more weeks of pain, she finally had the coils removed. The left coil was removed hysteroscopically, but the right tube could not be visualized. Two days later, she went in for a laparoscopy and the right fallopian tube was inflamed and had to be removed. She got better and went back to work. Two weeks later the pain returned and has never left. Again, she had urq pain for a pelvic procedure. She stated it has been a long 3 and ½ years for her family, she can no longer work as a biology teacher because being on her feet for a long time is too painful. She stated that she felt like she was going crazy when nothing could physically be found to substantiate the pain. Her attending doctor from once told her that he knows something is wrong, but there is no scanner that can detect what is wrong. She was still having severe muscle tightness from the pain. Additionally, there were adhesions found where the inflamed fallopian tube was removed. Consumer has worked with pain management doctors and have tried neurontin, lyrica, nortriptyline, savella, lidocaine infusions, trigger point injections. She was currently using a fentyl patch to relieve the pain. Company causality comment: this spontaneous case report refers to a female consumer who had inserted essure (fallopian tube occlusion insert) and experienced right fallopian tube removed due to being inflamed, pain, gallbladder removed, and it looks like the coil was injected into the side of the fallopian tube instead of the lumen. This case is not medically confirmed. All events, except for gallbladder removed, are listed in the reference safety information for essure. Right fallopian tube removed due to being inflamed, pain, and gallbladder removed were considered serious due to hospitalization. It looks like the coil was injected into the side of the fallopian tube instead of the lumen is considered serious due to medical importance. As temporal relationship between right fallopian tube removed due to being inflamed, pain, and it looks like the coil was injected into the side of the fallopian tube instead of the lumen, causality is assessed as related. Gallbladder removal is a surgical procedure that is most commonly performed to treat gallstones complications, but is also indicated in the presence of gallbladder trauma, gallbladder cancer, and polyposis. Although, in this case, there is no information regarding the indication of the surgery, considering the indications of gallbladder removal and local action of essure, causality is excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. According to product technical investigation results, there is no reason to suspect about a product quality defect. No further information is expected.

Manufacturer narrative:
Follow-up received on (B)(6) 2016: consumer reported she has chronic pain after removal. Company causality comment: this spontaneous case report refers to a female consumer who had inserted essure (fallopian tube occlusion insert) and experienced right fallopian tube removed due to being inflamed, pain, gallbladder removed, and it looks like the coil was injected into the side of the fallopian tube instead of the lumen. This case is not medically confirmed. All events, except for gallbladder removed, are listed in the reference safety information for essure. Right fallopian tube removed due to being inflamed, pain, and gallbladder removed were considered serious due to hospitalization. It looks like the coil was injected into the side of the fallopian tube instead of the lumen is considered serious due to medical importance. As temporal relationship between right fallopian tube removed due to being inflamed, pain, and it looks like the coil was injected into the side of the fallopian tube instead of the lumen, causality is assessed as related. Gallbladder removal is a surgical procedure that is most commonly performed to treat gallstones complications, but is also indicated in the presence of gallbladder trauma, gallbladder cancer, and polyposis. Although, in this case, there is no information regarding the indication of the surgery, considering the indications of gallbladder removal and local action of essure, causality is excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. According to product technical investigation results, there is no reason to suspect about a product quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that information from two distinct reports were submitted in error under MFR# 2951250-2010-00033. MFR number 2951250-2010-00033 is being abandoned by bayer. All information from argus case (B)(4) will be resubmitted under MFR # 2951250-2017-02263. All information from argus case 2014-010435 will be resubmitted under MFR# 2951250-2017-02264.